Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the patient experienced a hypoglycemic event due to the alarm not going off on the dexcom system. The patient stated that they were rushed to the hospital for treatment. Additional event details are not known.